Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that cutter tip broke during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of the broken tip of vitreous cutter. A review of the related device history records associated with the lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. Two photos were reviewed by the investigation site which confirmed the complaint issue of broken tip. The returned sample was visually inspected and deemed nonconforming. The welded tip is broken. The probe was disassembled and the components inspected. Resistance felt when removing the inner cutter from the needle. Gouge marks at bend area and along the inner cutter near the coupling. The complaint evaluation does confirm the tip of the probe is broken. The exact root cause for why the tip broke cannot be determined from this investigation. An investigation has been initiated to determine the reason for the tip breaking off of the probe. Probes are 100% tested and inspected for actuation, aspiration, and cut during the manufacturing process. The manufacturer internal reference number is: (B)(4).